Event description:
Complainant alleged that the medics attempted to deliver two 200 joule shocks to a male pt (age unk), who was presenting an asystole heart rhythm, but the device displayed "status 66", "status 89", and "status 93" error messages on the screen. The medics were able to obtain another device to defibrillate the pt. There was no adverse effect on the pt as a result of the reported malfunction.